Manufacturer narrative:
For the calibration performed on (B)(6) 2021, signals were within expectation. Based on the provided control data, controls were within range on (B)(6) 2021. The provided data showed several high and low results outside of range. The diluent that was used was on board the instrument for 42 days. Per product labeling, on board stability for the diluent is 1 month. The special hormonal status of in-vitro fertilization patients may cause certain patient-specific metabolites affecting the assay. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Upon initial investigation, it was determined that the last calibration was performed four (4) months prior to the event. Per product labeling, the recommended calibration frequency is after 28 days when using the same reagent lot, after seven (7) days when using the same reagent kit on the analyzer, and as required (e.g. Quality control findings outside the defined limits). This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer serial number (B)(4). No incorrect results were reported outside of the laboratory. The sample initially resulted in an estradiol value of 3000 pg/ml accompanied by a data flag. The sample was diluted 1:10 and repeated, resulting in a value of 2099 pg/ml.